Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient was unable to code her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2011 at an unknown time. The patient reportedly manages her diabetes with an unknown type/dose of insulin, is a self-adjuster and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. It is also not known if the patient continued to use the subject device after the alleged issue occurred. The reporter claimed the patient became "dizzy, was sweating and blacked out" on (B)(6) 2011 at an unknown time. She stated the patient was given more food or drink on december 14 at an unspecified time. The patient was reportedly taken to the emergency room (ER) at an unknown time and the patient was tested using an hcp meter (brand unknown) and reportedly obtained a result of "35mg/dl." The patient was treated with a glucagon injection at an unknown time. It is unknown if the patient was released that day. At the time of troubleshooting, the cca noted the issue was resolved by assisting the reporter with changing the code on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.